Event description:
It was reported that following a paroxysmal af ablation procedure that consisted of 4 pulmonary veins electrical disconnection, the patient experienced a tamponade. No issue occurred during the procedure, but about 2 hours later in the recovery room, the anesthesiologist noticed that the patient experienced a tamponade. The patient was treated by protamine and atropine and a drainage recovered 310 cc of pericardial effusion. There was no further complication and the patient was doing well.

Manufacturer narrative:
Product was discarded by the facility/not returned for investigation. Transseptal sheath used during the procedure was fast cath 8.5 fr (manufactured by st. Jude medical). (B)(4).